Event description:
It was reported that "on (B)(6) 2026, in ICU, the ars was found leak during use on the patient." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).